Event description:
The device was used during a video assisted thoracic surgery. Reportedly, upon closing the device a cracking sound occurred. Another device was used to finish the procedure. No pt injury was reported.